Event description:
It was reported that the passport 17m monitor did not produce audble alarms for ECG and spo2 desaturation when being tested with a simulator. Audible alarms were produced at the central station. No patient injury was reported.

Manufacturer narrative:
Evaluation performed on the monitor determined the speaker was damaged. Additionally, the monitor produced a storage card error and showed physical damage to the touch screen. Corrections included replacing the storage card reader, storage card, speaker and front display and overlay.